Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as leaving the window open. The peritonitis was manifested by cloudy pd fluid/drain and abdominal pain. Five days after the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day as onset, the patient was treated with vancomycin and fortaz for three weeks (doses, frequencies and routes not reported). Action taken with pd therapy was not reported. Four days after hospital admission, the patient was discharged. Thirteen days after onset, the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.